Event description:
It was reported that the clinician mixed 100mcg sufentanil into 20ml of fluid (5mcg/ml) and programmed the syringe pump to infuse at a rate of 0.5 mcg/kg/hr = 7.86ml/hr, however the medication infused faster than programmed "after a short time." The nurse re-programmed the pump with the same concentration to infuse another 100mcg, which also infused too quickly, at which point the clinician noted the error. The patient's electronic medical record (emr) epic indicated that a total of 50mcg had been delivered to the patient, however the patient had actually received a total of 200mcg. The clinician then corrected the dosing documentation in epic to reflect the true amount administered to the patient. Due to the event, the patient required additional oxygen monitoring overnight and a prolonged pacu stay, however the patient did not require any additional medical intervention to preclude serious injury. There was no patient harm.

Manufacturer narrative:
The customer¿s report of medication infusing faster than programming was due to the user programming an infusion at an unintended custom concentration. On (B)(6) 2020 at 7:18 am and at 8:20 am the user programmed an infusion of sufentanil (drugid 463) with a 20ml syringe and a drug amount of 100mcg in diluent 100ml (instead of the intended 20 ml) with a rate of 23.4ml. At 8:50 am the user entered a dose 0.25mcg/kg/h which adjusted the rate to 19.5ml/h. The customer reported that the intended rate was 7.86ml/hr making the programmed rates approximately 2x and 3x over infusions. No errors or malfunctions were recorded in the syringe module error logs on the customers reported incident date of (B)(6) 2020. Functional testing found the as received syringe module passing, plunger force accuracy, barrel clamp accuracy test and plunger position accuracy test. The root cause of the customers report of the medication infused faster than programmed was due to user programing (custom concentration). No device malfunction is believed to have occurred. Device history review: review of the syringe module s/n (B)(6) service history record showed that the syringe module had a manufacture date of 04/09/2012. A review of the device service history record was performed beginning from the date of manufacture to the present date 09/29/2020 and indicated that this device has been previously returned for service on 10/07/2016 for syringe split nut two 2016 recall. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
Additional information added to: a2**************************************

Event description:
It was reported that the clinician mixed 100mcg sufentanil into 20ml of fluid (5mcg/ml) and programmed the syringe pump to infuse at a rate of 0.5 mcg/kg/hr = 7.86ml/hr, however the medication infused faster than programmed "after a short time." The nurse re-programmed the pump with the same concentration to infuse another 100mcg, which also infused too quickly, at which point the clinician noted the error. The patient's electronic medical record (emr) epic indicated that a total of 50mcg had been delivered to the patient, however the patient had actually received a total of 200mcg. The clinician then corrected the dosing documentation in epic to reflect the true amount administered to the patient. Due to the event, the patient required additional oxygen monitoring overnight and a prolonged pacu stay, however the patient did not require any additional medical intervention to preclude serious injury. There was no patient harm.

Manufacturer narrative:
Revised to a serious injury, aware date of (B)(6) 2020.

Event description:
It was reported that the clinician mixed 100mcg sufentanil into 20ml of fluid (5mcg/ml) and programmed the syringe pump to infuse at a rate of 0.5 mcg/kg/hr = 7.86ml/hr, however the medication infused faster than programmed "after a short time." The nurse re-programmed the pump with the same concentration to infuse another 100mcg, which also infused too quickly, at which point the clinician noted the error. The patient's electronic medical record (emr) epic indicated that a total of 50mcg had been delivered to the patient, however the patient had actually received a total of 200mcg. The clinician then corrected the dosing documentation in epic to reflect the true amount administered to the patient. Due to the event, the patient required additional oxygen monitoring overnight and a prolonged pacu stay, however the patient did not require any additional medical intervention to preclude serious injury. There was no patient harm.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the clinician mixed 100mcg sufentanil into 20ml of fluid (5mcg/ml) and programmed the syringe pump to infuse at a rate of 0.5 mcg/kg/hr = 7.86ml/hr, however the medication infused faster than programmed "after a short time." The nurse re-programmed the pump with the same concentration to infuse another 100mcg, which also infused too quickly, at which point the clinician noted the error. The patient's electronic medical record (emr) epic indicated that a total of 50mcg had been delivered to the patient, however the patient had actually received a total of 200mcg. The clinician then corrected the dosing documentation in epic to reflect the true amount administered to the patient. Due to the event, the patient required additional oxygen monitoring overnight and a prolonged pacu stay, however the patient did not require any additional medical intervention to preclude serious injury. There was no patient harm.